Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had blurry image. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the subject device had blurry image. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel fault: pixel correction to be completed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.